Manufacturer narrative:
Result: cracked head left outer siderail panel without exposed sharp edges.

Event description:
It was reported by svc report that the head left outer siderail cover was cracked without exposed sharp edges. No pt involvement or adverse consequences were reported.